Manufacturer narrative:
The patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2018-mar-19 reporting that on the day of the meeting (B)(6)2018 the patient discussed wanting more coverage int heir back. The patient got good coverage for their legs but did not for their back. Programming was tried but the hcp wanted to try a different workflow on the patient so the lead would be moved down to the t9-t10 space on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2020, (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient did not charge their device because they were scheduled for a lead revision. The cause of the revision is not completely known however the lead might have moved. Rep colleague might have more information but if not, patient's hcp should have additional information. Rep became aware of the lead revision on (B)(6) 2018 but did not know the event date. No symptoms were reported and no further complications were reported/anticipated.